Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the shocking lead impedance on this right ventricular (rv) lead had spiked to 150 ohms, which is high and out-of-range. Impedance had since returned to the high end of normal. Boston scientific technical services (ts) discussed a commanded shock should be delivered if the impedance spikes again. No adverse patient effects were reported. Remains in service. It was reported that high out-of-range shock impedance measurements greater than 125 ohms continued to be observed and resulted in a message in the remote home monitoring system. Available information indicates that monitoring is being continued. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the shocking lead impedance on this right ventricular (rv) lead had spiked to 150 ohms, which is high and out-of-range. Impedance had since returned to the high end of normal. Boston scientific technical services (ts) discussed a commanded shock should be delivered if the impedance spikes again. No adverse patient effects were reported. Remains in service.